Event description:
The customer reports that the spring wire guide (swg) is kinked when used on a patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide assembly (protective hoop) and lidstock for evaluation. The actual guide wire was not returned. Visual inspection of the guide wire could not be completed since it was not returned. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." Complaint verification testing could not be performed as the actual guide wire was not returned for analysis, only the lidstock and guide wire assembly, (protective hoop). A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide (swg) is kinked when used on a patient.